Event description:
Information received from the field notes that during a routine follow-up, the device was found in back-up mode with dashes (---) noted for several parameters. The patient was pacemaker dependent and the device was replaced.